Event description:
The complaint was confirmed. The device was returned for sudden loss of touchscreen input functionality. Device was functional when tested and passed a mock infusion. An internal investigation showed the touchscreen input cable was seated slightly askew. The cable was removed and re seated correctly. Device passed a second mock infusion.

Event description:
Facility reported: per rn, pump had just completed infusion on primary channel. At approx. 1245, during primary line switch out, pump began alarming continuous occlusion without a cassette loaded 1. It would not allow alarm to be acknowledged on screen. Nurses attempted hard power reset. 2. Pump would not allow power down stating alarm must first be cleared. Again, screen did not respond to alarm acknowledgement. 3. Attempted to put in a different primary line with saline open to trash can to clear; pump made calibration noise when cassette was placed but alarm never cleared. 4. Rn cleaned cassette loading area in case of dirty sensor and reattempted saline line. No change. 5. Pump has been placed in a linen closet to reduce noise disturbance. No patient harm, pump had completed infusion. Recommended to staff to remove batteries. Reporting as a conservative measure (due to screen - no input); no adverse effects were reported. Additional information is needed to complete the investigation.